Manufacturer narrative:
It was confirmed that the pt had viral labyrinthitis and did not have meningitis. The surgeon reported that the pt's infection is not related to the pt's implanted device. The pt is bilaterally implanted. The doctor's office reported that they are unable to determine which ear and which device was the cause of the labyrinthitis. The pt is using the implanted device. The pt is reportedly doing well. This is the final report.

Event description:
It was reported that the pt was hospitalized in the ICU with the diagnosis of labyrinth infection with meningitis symptoms. The pt received IV antibiotics medications include rocephin 1300 mg injection, and rocephin 652 mg, vancomycin 260 mg. The pt was observed for equilibrium for 48 hours. No fevers were observed since (B)(6) 2013. The pt was sent home with ciprodex drops.